Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematoma/asae: the cause of the access site adverse event was not determined due to insufficient clinical details. Vessel perforation/patient device interaction: the cause of the vessel perforation was not determined due to insufficient clinical details. Major bleed: armpit bleed reported. The cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp device via the right femoral artery for mechanical circulatory support. It was reported that following impella insertion a hematoma formed at the impella access site. The bleeding temporarily stopped when the patient was transferred back to the intensive care unit, however there was noted to be pulsative bleeding that was observed later that day. As a result of the bleeding, the impella was explanted and the bleeding was controlled by surgical repair. It was the physician¿s opinion that the physician who implanted the device may have caused artery damage during the arterial punction or peel-away sheath removal as it was their first time performing the procedure. Follow-up efforts were unsuccessful in obtaining additional information, and the final patient outcome is unknown.

Manufacturer narrative:
H6 added medical device problem code that was omitted from the initial report that was submitted.